Event description:
It was reported to philips that the device was not booting up. There was no patient involvement.

Event description:
It was reported to philips the device was not booting up. The philips response center sent a quote for evaluation to the customer. The customer did not accept the quote for evaluation. The customer declined service. No conclusion can be drawn. The device remains with the customer.